Event description:
It was reported the device was used during a v.a.t.s. Procedure. It was reported by the affiliate that the device was dropping clips. The clips did not fall into the pt. There was no pt consequence.

Manufacturer narrative:
Product complaint analysis team has completed its investigation of device which was returned. Results of investigation conducted by appropriate engineers and technicians are listed below. Visual inspections & results: clip in jaws, no; damaged jaws, yes; damaged feed bar, no; damaged floor, no; damaged handle shrouds, no; damaged tip shrouds, no; damaged trigger, no; damaged tube, no and damaged weld seams, no. Functional tests & results: antibackup functional, yes; firing: feed conform, no; firing: form conform, no; jaws: hold clip, no; jaws: inside width at tips, .182 and lockout functional, yes. Analysis conclusion: based upon inquiry info received and visual and functional results, it was concluded that jaws had become damaged and would not hold or form clips properly. No conclusion could be reached as to how damage to jaws occurred. However, it should be noted that if jaws are torqued or closed over hard object, jaws can become damaged and will not form clips properly. It could not be ascertained if this may have occurred in this instance. Mfg and engineering have been notified of reported incident. Each instrument is evaluated during assembly processs to ensure clips feed and form properly.